Event description:
A malfunction on the pump was reported by the customer, resulting in a malfunction code display. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support to use a backup insulin pump and was provided with a replacement pump. Instructions were given regarding the storage mode and return process for the malfunctioning pump, which the customer understood and acknowledged.